Event description:
Pt on wall CPAP which began 11/16/95. He went into respiratory distress and was coded. Bilateral pheumothoraces noted. Peep valve with adapter noted to be connected to reverse flow.